Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 3.7; lab-inr: 3.1. Per customer, inratio inr result different than lab result with 1 pt.

Manufacturer narrative:
Investigation / in-house (accuracy) testing pending. As of today, products associated to this complaint are not expected to return.